Event description:
It was been reported to us that during the procedure, the guide wire kinked then stretched while attempting to remove it from the patient. The patient is reported to be fine. The physician inserted the guide wire in the patient. The physician was performing a dual chamber ICD upgrade to a bi-v- ICD. The physician inserted a left ventricular lead and while positioning the ventricular lead in the posterior-lateral branch of the coronary sinus, the guide wire folded back over the lead tip pinning the wire between the lead and the vessel wall. The physician attempted to pull the guide wire back into the lead and the physician felt resistance, then the guide wire began to move freely at which time it was noticed that the guide wire had separated. The physician indicated that he felt that he had extracted the separated guide wire from the lv lead and from the patient. The physician inserted a second guide wire and continued the procedure successfully.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3 -02 - device evaluation anticipated, but not yet begun.